Event description:
This is a report of a flo-gard pump with a damaged door. The reported condition occurred during service. There was no patient involvement, injury or medical intervention. No additional information is available.

Manufacturer narrative:
The condition of damaged door was confirmed due to a damaged door. The pump head door with required parts was replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).